Event description:
It was reported by repair that the brakes did not hold to specification as the casters were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.